Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a bioprosthetic valve, the valve was implanted deep, resulting in mild to moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and caused the valve to move deeper, resulting in severe pvl. The valve was pulled up 2 mm with a snare. Subsequently, a second valve was implanted 2 mm higher than the first valve and reduced the pvl to mild. No adverse patient effects were reported.